Manufacturer narrative:
(B)(4). Evaluation of the returned device found the plunger w/anterior needle tip, suture w/posterior needle tip, link and cuffs were not returned. The device was returned deployed with blood present. The body of the device, lever, foot, guide and sheath detected no damage or abnormalities that would contribute to the reported cuff miss. Both ends of the foot were examined and there were no needle strike marks detected. A proxy plunger was inserted to test needle trajectory and the results were acceptable. Based on the investigation findings, the report of difficulty removing the device could not be confirmed. A possible cause for the event: after needle deployment an attempt to withdraw the device before step # 4 is completed (closing the lever-parking the foot) would create resistance and difficulty removing the device. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.

Event description:
It was reported that a physician trained in the use of the proglide device achieved arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the device could not be removed from the patient's artery. The device was moved forward until blood flow came through the marker lumen. Steps one through four were completed again and the device could successfully be removed and hemostasis achieved. There were no adverse patient effects reported. Though requested, no additional information was provided.